Event description:
It was reported to philips that the battery required replacement. There was no report of patient involvement.

Manufacturer narrative:
Following the initial call, additional information was not provided and there has been no further documented action by the customer. It is unknown if the device was evaluated or repaired as no further information was made available. Multiple attempts were made to request information regarding resolution of the reported problem. No resolution was provided, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. H3 other text: unable to reach the customer for further information.

Event description:
It was reported to philips that the battery required replacement.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and a replacement battery was needed. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery. The battery was replaced to resolve the reported issue.